Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.¿

Event description:
It was reported that a malfunction alarm occurred. Additionally, reportedly, the pump was exposed to temperatures below 30 degrees prior to the malfunction occurring. A specific blood glucose value was not provided, however the customer experienced nausea, vomiting, thirst and frequent urination. At the time of the report, the customer had not addressed bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.